Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-breast: observed, one opening assessed, as fold flaw opening. Edema-breast: unable to observe, since it is not related to the device. Capsular contracture-breast: unable to observe, since it is not related to the device. Use error-breast: observed, one opening assessed, as surgical damage per rga. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported, left side deflation. Healthcare professional, later confirmed, deflation. Device has been explanted. Healthcare professional, later reported, "punctured to remove remaining fluid, hole circled" and "hole made in valve to deflate at explant". Healthcare professional, also reported, "swelling" with fluid around the implant. Confirmed via ultrasound. And "thickened capsule".

Event description:
Patient reported left side deflation. Healthcare professional later confirmed deflation. Device has been explanted. Healthcare professional later reported "punctured to remove remaining fluid - hole circled" and "hole made in valve to deflate at explant". Healthcare professional also reported "swelling" with fluid around the implant confirmed via ultrasound and "thickened capsule".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation; "fluid around the implant."